Manufacturer narrative:
The complaint device was resterilized through stryker sustainability solutions' (sss) open-but-unused process. A visual inspection of the device confirmed that the "easy attach hub" was broken. The device history record supports that the device was manufactured according to specification and internal procedures state that all devices are inspected under a magnification lamp for visible damage or defects. A maude database search was conducted to identify any possible om defects which yielded no results. Therefore the most likely root cause for the reported event is mishandling subsequent to distribution from stryker. This is the first complaint sss has received for this type of event with this product.

Event description:
It was reported that during a procedure using a multiple sidehole infusion catheter, "the hub broke off the plastic portion." The procedure was delayed an hour but completed successfully with another readily available device. There were no adverse consequences reported by the user facility.